Event description:
It was reported that the trial procedure was aborted due to patient having an anesthesia complication. The trial leads will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads . Upn: m365sc231670e0 . Model: sc-2316-70e . Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).